Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that blood leaked from the bd insyte¿ IV winged catheter hub during use after "a couple of hours". The following information was provided by the initial reporter: "after insertion of insyte-w, during usage. After closing the catheter with saline and with an ordinary cap (fresenius or bbraun) fluid (blood) from the patient leaked out from the catheter hub, from under the cap after a couple of hours. This leaking problem only occurs when used with caps, when used with smartsite or IV. Line the catheter works properly."

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes. D.10 returned to manufacturer on: 2020-08-31. H.6. Investigation summary : two photos, one representative sample, and one actual sample were received by our quality team for evaluation. Leakage was observed on the returned photos. The returned samples were subjected to visual inspection and the catheter leak test. Both samples passed these tests and no abnormalities were observed. Therefore, the investigation was not able to confirm what the customer had experienced. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the investigation, the quality team was unable to determine a probable root cause. H3 other text : see h.10.

Event description:
It was reported that blood leaked from the bd insyte¿ IV winged catheter hub during use after "a couple of hours". The following information was provided by the initial reporter: "after insertion of insyte-w, during usage. After closing the catheter with saline and with an ordinary cap (fresenius or bbraun) fluid (blood) from the patient leaked out from the catheter hub, from under the cap after a couple of hours. This leaking problem only occurs when used with caps, when used with smartsite or IV. Line the catheter works properly."